Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes using cartridges filled with humalog insulin for greater than 2 days, which is off label per the user guide. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was in the 120-150 mg/dl range.